Event description:
The expiratory scissor valve on the servo 900c did not open properly, the valve was sticking. The increase in airway pressure resulted in increased ventilator pressures and increased oxygen requirement. Pt developed large amounts of subcutaneous air with his trachea deviated to the left and a pneumo-mediastinum.